Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, high impedance, and oversensing. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.